Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with fluid loss and balloon hole may have been due to punctured at the hernia repair procedure.

Event description:
It was reported that during a hernia repair procedure, the general surgeon inadvertently punctured the pressure regulating balloon (prb) of this artificial urinary sphincter (aus), resulting in fluid loss. The prb was subsequently explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues of fluid loss and the presence of a hole may have been caused by an inadvertent puncture of the balloon during an unrelated hernia repair procedure.

Event description:
It was reported that during a hernia repair procedure, the general surgeon inadvertently punctured the pressure regulating balloon (prb) of this artificial urinary sphincter (aus), resulting in fluid loss. The prb was subsequently explanted and replaced. No patient complications were reported.